Event description:
An endurant iis bifurcated stent graft system was implanted during the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, the physician found the 'e' mark for aligning the main body stent graft too small and not well visible, making it difficult to be seen on the x-ray to ensure the main body is orientated correctly. The endurant iis was deployed successfully and limbs were also deployed with no endoleak post procedure. Per physician, the cause of this issue is due to stent graft design. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.